Event description:
A 28 mm diamter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk. Vessel morphology is moderate calcification with minimal tortuousity. It was reported upon final angiogram it demonstrated a dissection of the iliac artery. It was discovered during the cut down the initial needle puncture was within the subintimal lumen of the artery resulting in the dissection of the iliac artery. The artery was repaired with angioplasty and implantation of two iliac stent grafts. No additional clinical sequelae were reported and the pt is fine.